Event description:
It was reported that during a jugular insertion done via ultrasound, it was difficult to penetrate the vessel with the dilator. However, the spring wire guide (swg) was inserted easily in the beginning of the procedure. The catheter was inserted over the swg and upon removal of the swg, it was discovered that the swg broke into two parts. Residue of the swg was located under the skin and was removed via a small incision. An x-ray followed and all portions of the swg were removed.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.